Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and polycystic ovarian syndrome. Concomitant products included citalopram since 2016, levonorgestrel (mirena)(B)(6) 2015 to (B)(6) 2015, phentermine since 2010 and topiramate (topamax) since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)/prolonged menses"), migraine ("migraines"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"), 5 months 5 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), weight fluctuation ("weight gain / loss (specify which one) fluctuations in weight down"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("hip pain / joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, headache, alopecia, gastrointestinal disorder, vaginal haemorrhage, depression, anxiety, abdominal distension, abdominal pain lower and weight fluctuation outcome was unknown, the abdominal pain and dysmenorrhoea had resolved and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s); (unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression / anxiety, abnormal heavy bleeding, lower abdominal pain, weight gain / loss (specify which one) fluctuations in weight down, dysmenorrhea (cramping), hip pain / joint pain. Outcome of event abdominal pain were updated. Concomitant drug, medical history, historical drug, lab data, aka name were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.